Event description:
There were no issues noted with staple formation in the primary operation. The site of bleeding was at the staple line on the stomach. The patient was still in the hospital when this occurred. This happened on 1st night post op.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, the surgeon reported that on the post operative evening the patient needed to be taken back to the or for bleeding. The patient had approximately one liter of blood in the abdomen and required three to four units of a transfusion. The surgeon placed two to three interrupted sutures over the area that was bleeding. The staple line (blue reload with seam guard) was noted to be in tact with properly formed staples. The patient was readmitted and required intervention and transfusion. One device was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. Any issues noted with staple formation in the primary operation? Where was the site of bleeding identified? Was the patient discharged and readmitted?